Event description:
The customer reported negative crossmatch results on the ortho provue analyzer during validation testing between the provue and tube method. The customer visually inspected the provue results and confirmed the reactions in the microtubes were negative. Repeat testing using the same lot of gel cards resulted in a positive reaction. The customer indicated that validation was performed in 2008. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Service was not requested since the customer repeated testing on the provue using the same lot of gel cards and obtained acceptable results. This customer has not logged any similar complaints against this analyzer since this incident.